Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized due to an unexplained fall. Pauses were observed with a ventricular rate of 30 beats per minute (bpm) while the device was programmed at 60 bpm. The device was interrogated; however, the event could not be reproduced. The device was reprogrammed and the patient was monitored with a holter monitor for 72 hours with no issues seen.